Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer stated that they gave a bolus but the blood glucose was still high and the insulin pump did not alarm no delivery. The customer's blood glucose was 265 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.